Event description:
It was reported that bd saf-t-intima w/prn yel 24ga x .75in - tubing defective / damaged. It was reported by the customer that sq line was found to have a hole in it, leaking medication. Pain was the determined harm- we had at least two, if not three, patients found to be in pain and due to leaking subq sites. Sq line was found to have a hole in it, leaking medication. Patients without enough pain control until faulty line discovered in two different rooms.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
DHR review: the complaint lot# 4354058, sku is 383312, assembly in suzhou plant 1 on 2024. Dec. 29, a planned lot quantity is 24066ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: total 12 samples were returned, no reported defect observed, no leakage issue detected. Retained sample analysis: sampling 2ea from the retained samples of the same lot to do leakage test, result is within specification. Possible cause analysis: based on the reported information, damage is detected on catheter tubing and cause a leakage, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacturing process has control procedures as below to prevent this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test. Conclusion(s): in the samples returned no reported defect observed and no leakage issue detected. The retained samples' appearance inspection and leakage test performed, no defect detected, and with this information we cannot identify which step causes the damage or it's a raw material defect; we cannot decide the root cause, only analyze possible reasons.

Event description:
No additional information is available.